Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect: clinical code - chills h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device. On (B)(6) /2024, it was reported that the patient went to the emergency room. That morning, he was sitting on his chair drinking coffee in front of the tv and lost consciousness. There was no cgm reading reported during that time. The patient experienced chills, shakes, severe confusion, couldn¿t even put his socks on, he was vomiting, sweats, severe nausea. His aunt came over and found the patient unconscious. The patient was unconscious most of the day and was taken to the hospital. There the cgm reading was 177 mg/dl and the bg reading was 130 mg/dl. They provided the patient something to eat and the bg increased to over 300 mg/dl. The patient asked for insulin but was never given it. The patient was at the hospital from 5pm on (B)(6) /2024 to 3 or 4am on (B)(6) 2024. It was not confirmed was caused the patient to lose consciousness and they performed a CT scan (no results reported). At the time of the report the patient was getting better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.